Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the reported difficulties appear to be related to an IFU deviation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the guide wire was damaged by being jailed behind the deployed stent and separated during an attempt to remove the guidewire. It should be noted that the balance middleweight (bmw) universal ii instruction for use states do not: push, auger, withdraw or torque a guide wire that meets resistance and/or torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling. The 3.00x23mm xience alpine referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the left anterior descending artery/diagonal artery bifurcation. A non-abbott guide wire was advanced into the left anterior descending (lad) artery and the balance middleweight (bmw) guide wire was advanced into the diagonal artery. The bmw guide wire was pulled back out of the diagonal artery. A 3.0 x 23 mm xience alpine stent was deployed at the bifurcation of the lad and diagonal arteries. Plaque shift occurred, extending into the diagonal artery. The bmw guide wire was jailed in the diagonal artery when the stent was implanted. An attempt was made to pull back on the bmw and a separation occurred. A 2.25 x 28 mm xience alpine stent was deployed to embed the separated bmw guide wire to the vessel wall. The procedure ended at that time. The physician felt that the patient required additional intervention; therefore, the patient was transferred to a second facility on (B)(6) 2016. At the second facility, the patient was brought back to the cath lab for intravenous ultrasound (ivus). Fluoroscopy was performed and it was noted that the separated guide wire segment extended from the diagonal artery to the left main. An attempt was made to retrieve the separated guide wire. A snare device was advanced, but was unsuccessful. The patient was transferred to a third facility on (B)(6) 2016 for additional intervention that could not be performed at either the first facility or the second. A surgical procedure was performed and the separated guide wire was removed. No portion of the guide wire remains in the patient anatomy. No additional information was provided.